Event description:
During the procedure, while conducting the ablation portion of the procedure and manipulating the ablation catheter in the left atrium, the patient became hypotensive and a transesophageal echocardiogram revealed a pericardial effusion. The patient's sedation was lightened and IV fluids were administered with no improvement. Anticoagulation was then reversed with protamine and a pericardial drain was inserted utilizing fluoroscopic guidance. The pericardial drain was removed the following day. The pericardial effusion was observed on the posterior aspect of the left ventricle and the exact location of the perforation could not be determined. There were no performance issues with the abbott device. On the day following the procedure, a CT scan revealed a right sided m2 stenosis/occlusion. Recombinant tissue plasminogen activator was then administered and complete resolution of the patient's neurological deficits were noted post-recombinant tissue plasminogen activator administration. Anticoagulation therapy was then started. The patient was discharged the following day. Per the physician, the stroke was unrelated to the procedure and abbott devices and was determined to be related to the patient's atrial fibrillation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.